Manufacturer narrative:
Based on the available information, this event is deemed a reportable malfunction. There were no reports of the patient being harmed as a result of this malfunction. This is all information available. Lot number is not available. No additional patient/event details have been provided to date. Should additional information become available, a follow-up report will be submitted. The lot number was not provided. Therefore, we are unable to determine the specific manufacturing site. Both potential manufacturing site numbers are listed below. A return sample for evaluation is not expected. Convatec will continue to track and monitor such complaints according to convatec inc's. Complaint handling and CAPA procedures.

Event description:
It is reported that upon of the fms, nurse instilled between 35-40 mls of fluid and within a minute it began to leak out of the inflation port, resulting in the balloon to slid out of the patient's rectal vault. A new device was inserted and it functioned well. No untoward effects to patient.